Event description:
The lead was explanted on (B)(6) 2011. The lead had high thresholds 5.v/1.0). The procedure took place at (B)(6). The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).